Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, thefinal root cause of the b30 error was unable to be identified, as the error was unable to be reproduced during the device evaluation. However, it¿s likely the b30 error temporarily occurred due to physical stress that was applied to the bending section during user handling, which caused damage to the charged coupled device unit. This event (b30 error) can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ this event (b30 error) can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ additionally, based on the results of the investigation, the root cause of the deterioration of the distal end glue was unable to be identified. The event (deterioration of the distal end glue) can be detected by following the instructions for use which state: ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during an unknown procedure, their endoeye flex 3d deflectable videoscope device delivered a b30 error. Upon the inspection and testing of the returned device, it was discovered that there was a deterioration of the glues of the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both originally reported as well as found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the adhesive on the distal end of the device was noted to be deteriorating. The customer's originally reported issue of b30 error was not confirmed. The following additional findings were also noted: bending section cover glues damaged, bending tube deformed, and inefficient angulation lock. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.